Event description:
The complainant stated that both siderail ucm circuit boards have lights on and he can turn on the lockouts but there are no other bed functions working. The mattress is in max inflate and cannot be taken out of that mode.

Manufacturer narrative:
The biomed found the CPR pedal was stuck in CPR mode. He adjusted the pedal to resolve this issue.